Event description:
The patient's attorney alleged a deficiency against the device, additional information has been requested, but yet received. Associated MDR: 1018233-2012-02072.

Manufacturer narrative:
The device remains implanted. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bleeding, abdominal pain, pelvic pain, urinary tract infection (uti), retention, dysuria, urinary frequency, intermittent stream, burning and pain with urination, lower urinary tract symptoms, bladder lesions consistent with cystitis and additional surgical intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information, the patient has experienced vaginal bleeding in the morning, urinary obstruction, urinary dribbling, recurrent urinary incontinence, trouble with bowel movements, incomplete emptying (urinary retention), hesitancy, gets up at night to urinate one to two times (nocturia), stress incontinence, urge incontinence, straining to void and small round lesions studding the bladder suggestive of cystitis. The patient required nonsurgical interventions such as physical therapy and bladder retraining, antibiotics for recurrent urinary tract infections, severe constipation and impaction requiring amitiza and mechanical assistance to disimpact, and cystoscopy with bladder biopsy and urethral dilation ((B)(6) 2014).